Event description:
Patient shocked 5 times in 1 1/2 hour, did not like it. Dizzy before all but first shock, burned on skin. Follow up indicated patient had no complications. Patient had been off antiarrythmia medication, is now back on , device programmed settings were changed and matter is resolved. Patient is doing fine, no injuries as result of dizziness, no concern regarding burn. Device remains in use.